Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no information or sample was provided. Rationale: no lot information or sample available. No further investigation required.

Event description:
It was reported that an bd connector c35-o became disconnected from the injector and clamp. Pr 1 of 2: this complaint is for connector. Verbatim: client experienced a chemo disconnection on (B)(6) 2019 while using the phaseal optima injector, connector and infusion clamp. From what I understand, the nurse found the disconnection when she went to disconnect the patient. She stated that the clamp was on correctly. It appeared that the connector had come out of both the injector and the clamp. There was no chemo spill and the product was disposed of. Please let me know what additional info I can provide.